Event description:
Complainant alleged that during functional testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to depleted batteries in the device. The customer received a replacement device.